Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008863, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008863 was manufactured according to the work instruction (wi) version 97 and manufactured in the machine multivac 14 on 04/sep/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4h05750 was manufactured according to the wi version 65 and manufactured in the machine sc05 and sc06 on 31/aug/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: korea, republic of.

Event description:
Reference number (B)(4). Event occurred in korea, republic of. It was reported that patient faced infusion set detachment event on (B)(6) 2025 the site of detachment was close to site. The infusion set was in use for less than one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.